Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator was post paced t-wave over-sensing on the ventricular channel. The patient did not receive therapy during the over-sensing. The electrocardiogram also revealed over-sensing. Programming changes were made and the device remained implanted.